Event description:
New information notes the lead was capped and replaced on (b)(60 2014, due to high impedance

Event description:
It was reported that the lead exhibited greater than 2250 ohms impedance in the bipolar configuration and a unipolar impedance of 2353 ohms. Low bipolar sensing threshold of 1.0 mv was also noted. The patient was not pacemaker dependent.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.